Event description:
It was reported that the patient felt the stimulation inside of her body stop a few days prior to the report. The patient could not reach her implant, so her husband had to help her with the patient programmer and recharger. Since the stimulation stopped, they were not able to get the implantable neurostimulator (ins) to charge or sync. A communication problem occurred. The patient had been having trouble with the patient programmer and recharger for about a week the patient plugged in the desktop charger and the wall plug. It was noted that the green light was on. The patient plugged the connector pin into the top of the recharger and the pin was not loose. The screen was lit and it displayed a battery trying to charge. The patient tried to place the antenna over the implant, but the patient could not reach it. The patient was unable to adjust stimulation. The patient was able to get 8 bars and continue recharging after repositioning the antenna, pressing the start charge button. Using the antenna locate feature was recommended. It was further noted that the patient had guillain barre and ¿got around slow.¿ the patient had this condition prior to getting the ins.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).